Event description:
On (B)(6) 2022 charger started on fire and the charger melted. The user was not harmed. Hearing aids is still working. The device was purchased on 31-mar-2021 and is still covered under warranty. The charger has been replaced. No further follow up expected.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Trended case investigation concluded: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. The clinical investigation concluded: a damaged power supply could potentially lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runaway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are considered low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. However, to prevent any others being harmed going forward recommend user guides updated to recommend unplugging devices that are damaged and then waiting to touch until the device is no longer warm/a couple of hours and make changes to the connector so that it is more robust /less likely to fail when it is accidently misused. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final.